Event description:
It was reported that a force sensor error and top case damage was experienced.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis for a force sensor and top case damaged. Cracked on lower left front corner of top case also a crack on the right plunger case was identified during the physical inspection. Event log history was performed and indicated that force sensor test error was recorded in history. During analysis, the reported issue, which is force sensor error, was unable to be duplicated. Based on the evidence, the complaint was not confirmed for force sensor error. The root cause was determined to be that the customer manipulated the pump during it self-test, by entering the biomed code, the customer was able to clear the force sensor test. Service performed force sensor calibration, replaced top case and right plunger case and performed pm maintenance along with all functional testing. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.